Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that their pain relief was good, but they were recharging every day and requested a meeting for assessment of the system. No troubleshooting had been performed and the cause was unknown. The issue was on-going. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was running very high intensities and on differential target multiplexed (dtm) spinal cord stimulation causing battery to deplete. Rep gave new programming and reset. Rep also turned on cycling which gave patient new recharge interval of 4.2 days. Nothing further to be done and no additional information to provide.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their implant is not holding a charge. Caller stated that over the last couple months it has been gradually getting worse and now the implant is only holding a charge for about 18 hours. Caller added that they charge at night and by the middle of their work day, the implant is down to 30%. Caller noted that they can feel the stimulation turn off and within a couple hours they have more pain in their left foot. Caller has not made any adjustments to their settings. Caller commented they were told when the implant was put in that the implant may only need to be recharged every other day, but the charge has never lasted more than 24 hours. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient repeated issues with battery longevity and noted they are going to see their healthcare provider (hcp) soon, and may contact patient service s/hcp to see if they can have a manufacturer representative present for their next appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.